Event description:
Caller reported his aviva system gave a blood glucose result of 214 mg/dl on a woman who was unconscious, symptomatic of hypoglycemia. He told his neighbors to put cake icing in the woman's mouth. Paramedic's system result 6 minutes later was 20 mg/dl. Paramedics were unable to start an IV, transported her to a hospital. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.